Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused the patient to develop asthma. The medical intervention that the patient received in response to the reported event is currently unknown. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused the patient to develop asthma. The medical intervention that the patient received in response to the reported event is currently unknown. Despite multiple attempts on (B)(6) 2022 , the device has not yet returned to the manufacturer for evaluation. There is no response from the reporter of event and distributor is also unknown. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam became degraded and caused the patient to develop asthma. The medical intervention that the patient received in response to the reported event is currently unknown. Section g3 was corrected to reflect the bad when new information was received.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop asthma. The medical intervention that the patient received in response to the reported event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.